Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Total system extracted per patient request. Patient started having pain to entire side of body (same side as implant) shortly after implant. Should additional information be received, this file will be updated.